Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-08303.

Event description:
It was reported that a patient underwent tha on an unknown date. Subsequently, patient was revised due to corrosion of hip implants. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The device was returned. Visual evaluation of the head identified the following: there was debris in the taper. Scratches, nicks, and gouges, probably from the removal process, were present on the spherical surface. No other damage was noted. Sem analysis revealed the following: the taper of the returned device was reviewed via optical microscopy. The taper was assigned a modified goldberg score of 4. A score of 4 corresponds to 'damage over the majority (>50%) of the surface with severe corrosion attack and abundant corrosion debris'. No further evaluation could be performed with the returned product. Review of the head's device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.